Event description:
It was reported that the reamer edge was blunt, so it was difficult to ream the acetabular. There was no spare product, so the surgeon continue to use the reamer.

Manufacturer narrative:
The returned device was shipped to the supplier for evaluation. The supplier confirmed the event. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
It was reported that the reamer edge was blunt, so it was difficult to ream the acetablar. There was no spare product, so the surgeon continue to use the reamer.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.